Event description:
It was reported that there was (B)(6) infection at the wound pocket site. There was pain at the wound site. Actions taken included and unscheduled clinic visit where medication of bactrim was administered on (B)(6) 2015. Laboratory testing on (B)(6) 2015 was abnormal and had shown (B)(6) infection at site. Outcome was ongoing one (B)(6) 2015. It was noted that it was procedure related.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0jvt4, implanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the mrsa infection was resolved with sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.